Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on their back. The rash was described as open with dry skin. The patient's physician suggested the patient use an antifungal cream on the rash. The patient reported that the cream made the rash worse. During a later follow up call, the patient reported that the rash was improving. There is no indication that a device malfunction caused or contributed to the reported skin irritation.